Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
During the drilling procedure, smoke appeared. The drill bit was replaced however there was not an improvement. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The conical element was broken down. The investigation of the complained drill bits shows that the cutting edge was badly damaged. It is assumed that repeated use under hard conditions may have caused the wear and tear. Therefore the cutting performance is not at high level. Because of bad cutting performance, the user applied very high force onto the instrument resulting in high temperature finally. Please note, it is important to check the cutting edges carefully before usage. Reviewing manufacturing and material documents shows conformity to the specifications. No product fault could be detected.